Manufacturer narrative:
Corrected data: h5 and h8 updated/corrected.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error.

Manufacturer narrative:
D9: updated devices return information.

Event description:
An impella cp was inserted via the femoral artery to support the 71 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Underlying medical history was not shared. The cp was supporting when on the day of insertion there were observed alarms on the automated impella controller (aic). Aic was having intermittent controller error and losing signal. Alarm resolved on its own and never reappeared. Aic switched out at bedside and support proceeded on the new aic and same cp pump. The device performance remained within the expected range for the support level with reported flow at 3.4l/min on p-9. The patient expired after 46 hours of support. The cause of death has not been shared. The death is conservatively being reported to the impella cp- aic support, but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.